Event description:
Locking mechanism of inserter blocked during the insertion and was impossible to open the inserter. This report is #1 of 2.

Manufacturer narrative:
Investigation is ongoing. Subject device has been received and is currently I the evaluation process. No conclusion can be drawn.

Manufacturer narrative:
(B)(4): our investigation has shown that the complained inserter the chuck is jammed as due to a mechanical overload situation. We are not able to determine the exact cause which has lead to this occurrence.(B)(4): placeholder.

Manufacturer narrative:
Device used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.